Event description:
I got allergan 68mp saline implants put in 2007. In the past five years I've been struggling with my fingers and joints and knees and lower back joint pain where sometimes I can barely walk and I spent a lot of time sitting on the sofa. This is not me I had always been healthy and active, now I hurt all over and my joints are becoming disfigured. Yesterday I started reading about it because I think the plastic may be causing inflammation and now I see I am not alone. I need to get them removed with an en bloc surgery. Is there any compensation by the company that helps me? I don't know if mine are part of any recall or if it's too late. My dr has been concerned the last two years my inflammation ana numbers are too high. FDA safety report ID# (B)(4).